Event description:
The customer reported that an error message displayed on the unit and there were black bars across the image. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The service rep replaced the di pc board, the sensor cable, and the bottom covers. He performed the calibration and self tests, and all functions met specifications. (B)(4).